Manufacturer narrative:
The getinge field service engineer (fse) was dispatched to investigate. The fse checked the diagnostic logs and discovered that the monitor lost communication with the cardiosave base; and error codes 111,112 and 78 occurred. The unit was checked for bad connections and the cables were controlled with no remarks. However, the fse replaced the executive processor board as a precautionary measure and is currently awaiting shipment of a new video generator board for installation. New information: the removed exchange executive processor board was returned to the getinge national repair center (nrc) for further investigation. Inspection of the board was completed per procedure with no visual damage observed. A technician of the nrc installed the exchange executive processor board into the cardiosave test fixture and tested the board to factory specifications per service bulletin and the cardiosave service manual. The getinge nrc could not verify the failure of the unit shutting down. The board passed testing. The exchange executive processor board was sent to the sustaining engineering for failure analysis per procedure. It was later determined that sustaining engineering did not need to test the board. The board was returned to the nrc and sent to the supplier per procedure. The getinge national repair center (nrc) subsequently received the board from the supplier. The supplier reported that the failure of the unit shutting down could not be verified. The exchange executive processor board was installed into the cardiosave test fixture and tested to factory specifications per service bulletin and the cardiosave service manual, and the board passed testing. A technician of the getinge nrc yet again inspected the exchange executive processor board per procedure with no visual damage observed. Upon inspection of the board per procedure, the installation of the required rework was verified and u31 was replaced for maximum back up battery life. The board will be packaged per procedure and returned to stock.

Event description:
It was reported that during treatment, the cardiosave intra-aortic balloon pump (iabp) suddenly shutdown with no message. The iabp unit was restarted using the on/off button, and started up normally. The treatment was then continued and the patient was later transported to operation where the intra-aortic balloon (iab) was removed. No adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) of the intra-aortic balloon pump (iabp) involved in the event was reviewed. There were no non-conformances in the production DHR related to the reported event. The getinge field service engineer (fse) was dispatched to investigate. The fse checked the diagnostic logs and discovered that the monitor lost communication with the cardiosave base; and error codes 111,112 and 78 occurred. The unit was checked for bad connections and the cables were controlled with no remarks. The fse replaced the executive processor board and is currently awaiting shipment of a new video generator board for installation. The evaluation of this iabp unit has begun but is currently pending final repair completion. A supplemental report will be submitted once additional information is received.

Event description:
It was reported that during treatment, the cardiosave intra-aortic balloon pump (iabp) suddenly shutdown with no message. The iabp unit was restarted using the on/off button, and started up normally. The treatment was then continued and the patient was later transported to operation where the intra-aortic balloon (iab) was removed. No adverse event was reported.

Event description:
It was reported that during treatment, the cardiosave intra-aortic balloon pump (iabp) suddenly shutdown with no message. The iabp unit was restarted using the on/off button, and started up normally. The treatment was then continued and the patient was later transported to operation where the intra-aortic balloon (iab) was removed. No adverse event was reported.

Manufacturer narrative:
The fse returned the following day to replace the video generator board and noticed that the display board in the unit was of a different model. As a result, the fse had to order the part number that was on the label in the unit, in addition to a cable. The fse received the ordered parts and replaced all accordingly. The iabp unit was tested and placed back into clinical service. The removed exchange video generator board was returned to the getinge national repair center (nrc) for further investigation. Inspection of the board was completed per procedure with no visual damage observed. A technician at the getinge nrc installed the exchange video generator board into the cardiosave test fixture and tested the board to factory specifications per service bulletin and the cardiosave service manual. The nrc could not verify the failure of the unit shutting down. The board passed testing. The exchange video generator board was sent to the supplier for further analysis per procedure. The getinge national repair center (nrc) received the board from the supplier. The supplier could not verify the failure of the unit shutting down. The supplier stated that no trouble was found. Inspection of the exchange video generator board was completed per procedure with no visual damage observed. A technician of the getinge nrc installed the board into the cardiosave test fixture, programmed the board with the latest revision software and tested the board to factory specifications per service bulletin and the cardiosave service manual. The exchange video generator board passed testing. The board was returned to stock per procedure.